Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental will be submitted upon completion.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6). Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received january 30, 2017: it is alleged in the pending lawsuit that pt suffers from the inability to retrieve the device and other: constant pain in legs/chest, breathing problems.

Manufacturer narrative:
Correction(s): from product problem to adverse event and product problem. From malfunction to serious injury. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, unable to be retrieved; difficulty breathing; pain in chest, abdomen, and legs, anxiety depression". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported difficulty breathing; pain in chest, abdomen, and legs; as well as anxiety and depression is directly related to the filter. Unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
The initial medwatch report was submitted by william cook europe under 3002808486-2015-00142. On 04jan2016, the lot # provided confirmed the device was manufactured by (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at the (B)(6) hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. On 04jan2015, lot number information provided confirmed the device was manufactured by (B)(4).

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2015 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2009 due to high risk of pe. CT report from (B)(6) 2013 notes ¿nonocclusive subacute/chronic thrombus identified within the infrarenal ivc extending to the origin of the right common iliac vein, caudal to the ivc filter.¿ client alleges that in 2015, he was ¿informed that the filter was causing [his] pain and that it could not be removed.¿ per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of (B)(6) 2015. The plaintiff alleges device unable to be retrieved, difficulty breathing, chest pain, abdominal pain, severe pain in both legs, depression, and anxiety.

Manufacturer narrative:
*** William cook europe initially reported event under MFR report # 3002808486-2015-00142. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report #1820334-2016-00022, follow up #1 and 2. This was in reference to william cook europe MFR report # 3002808486-2015-00142. Cook is now submitting an initial report to correct this issue.**** (B)(4). Investigation- evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. On 04jan2015, lot number information provided confirmed the device was manufactured by cook inc.

Manufacturer narrative:
(B)(4). The initial medwatch report was submitted by (B)(4) under 3002808486-2015-00142. On 04jan2016, the lot # provided confirmed the device was manufactured by cook inc. Investigation- the device was not returned to assist with the investigation. No information regarding the event was provided. The investigation was based on the information received to date, and the report will be closes until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. Impossible to comment on "punitive damages", which patient allegedly suffered.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at the (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. On 04jan2015, lot number information provided confirmed the device was manufactured by cook inc.